Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that ongoing, intermittent occlusion alarms and cartridge change errors occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.